Event description:
The user facility reported to terumo cardiovascular systems corp. That out of box, the blue stop cock luer was broken off. No pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).